Manufacturer narrative:
A review of the manufacturing documentation of the device found no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was rec'd that the pt underwent a pocket revision due to pocket site discomfort.